Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms. Fluoroscopy revealed that the lv lead was fractured, and it was suspected that clavicular crush was the cause. No additional adverse patient effects were reported. This lv lead was retained by the explanting hospital and will not be returned for analysis.